Manufacturer narrative:
A service technician was dispatched who was able to verify the reported problem. Fluid had leaked into the ventilator assembly. The technician replaced the ventilator motor, piston including the position detection system, the valve plate and other parts. The consecutive tests were passed without deviations and the workstation could be returned to use. The log file was analyzed by the manufacturer. It could be revealed that - ten minutes after the concerned procedure was started, the device began to alarm significant impairments in ventilation. In total, 58 instances of various alarms were recorded within 35 minutes, among them volume not attained, minute volume low, apnea co2, pressure high and others. After this sequence the piston position detection system recognized two consecutive encoder check errors and the automatic ventilation was shut down to protect from damages to the system. The corresponding ventilator failure alarm was posted. Since the replaced parts were not returned it can't be determined with certainty if the humidity caused the malfunction or if one of the components exhibited a malfunction. It can however be concluded that the device responded to the deviation as designed - automatic ventilation was stopped and the user was alerted to this condition. Manual ventilation and the monitoring functions remained available to the full extent which allowed the user to finish the procedure without consequences to the patient. The repair has put back the device into fully operable condition.

Event description:
Refer to the inital MFR. Report #9611500-2017-00079.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using man/spont mode and there was no patient injury reported.